Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with stage one diffuse lamellar keratitis (dlk) in the left eye one day post lasik procedure. An oral steroid pack was prescribed, topical steroid dosage was increased and a flap lift and rinse was performed. Upon follow up, the optometrist reported the dlk has resolved.